Event description:
During the test, the balloon did not inflate evenly. It inflated only on one side. There was no consequences for the patient.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending.

Event description:
During the test, the balloon did not inflate evenly. It inflated only on one side. There was no consequences for the patient.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% inflation/deflation test was conducted prior to product released. An actual sample was returned for investigation. Visual inspection conducted showed no abnormalities and design irregularities on the products. Based on the complaint description, it was reported that balloon inflated not evenly. The actual sample was then tested by inflating with 10ml of water. The balloon was then inspected for symmetry ratio (as per diagram 1) as shown in table below. The acceptable limit for balloon asymmetry is based on 1:3. Based on the result showed in table 1, the sample balloon is within the acceptable ratio. In manufacturing, the asymmetry balloon is inspected 100% during balloon inspection. Balloon which are over passing ratio of 1:3 will be culled out from the batch. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the above investigation conducted, the unsymmetrical ratio as reported was found to be in the acceptable limit. The ratio obtained was within the specification. Therefore, this complaint could not be confirmed.